Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a cryo pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a smartfreeze cryoablation cable was selected for use. After connection of the cryo gas cable and the polarxfit catheter, the error message sn :(B)(6): the outer balloon pressure is too high appeared on the cryo console during the initial balloon inflation. The cryo gas cable was disconnected then reconnected, and was also replaced, but the error still repeated after each of these attempted fixes. The catheter was replaced, but the error continued. After that the electrical extension cable was replaced, but the error still continued. The cryo console was replace with another from a nearby public hospital, but the outer balloon pressure (obp) error occurred again. The error continued even after connecting the second cryo console to different scavenge ports as well. With no resolution to the repeated obp errors, the procedure was cancelled. The device is not expected to be returned for analysis.